Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent emergency endovascular repair of a ruptured celiac artery dissection. It was decided to implant a gore® excluder® aaa endoprosthesis aortic extender component in the abdominal aorta to cover the origin of the celiac artery. The left gastric artery and the spleen artery were coil embolized. The physician then deployed the endoprosthesis with intention to implant it just above the superior mesenteric artery. However, the superior mesenteric artery was unintentionally covered by the endoprosthesis. A stent (express) was implanted in the artery to restore blood flow. After that, the procedure was concluded. The patient tolerated the procedure. Reportedly, the physician thought that the position of the endoprosthesis was shifted by blood flow during its deployment.